Event description:
Boston scientific received info that the pt with this s-ICD system was hospitalized due to evidence of a painful system erosion. The following day, the device and associated electrode were extracted. No return of product is expected and no system reimplant was performed due to pt request. No add'l adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.